Event description:
During surgery, the broach handle broke at connection with broach during extraction resulting in a one hour delay while the sales rep retrieved a handle from another hospital.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.